Event description:
It was reported no disposable pump wont run, unresolved with multiple troubleshooting attempts. Rate 2.0, reservoir volume 77.3, given 14.70, green flow stop, air in line. The patient was not affected. Pump alarming no disposable clamp tubing. The pump was powered off. Powered pump back on, and alarm returns. Reviewed pump settings, and verified medication. Powered pump off, clamped tubing near pump, and removed cassette. Green flow stop noted. Air bubbles are present in tubing of cassette. Massaged tubing and gently tapped cassette on hard surface. Reattached cassette, unclamped tubing, powered on pump, and attempted restart. Alarm returns and screen reads pump won't run. Powered pump off and repeated troubleshooting steps, but pump alarm persists. Clamped tubing at pump. There was no patient injury.

Manufacturer narrative:
No product or photographic evidence was provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history review (DHR) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.